Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a channel a failure was confirmed as failure code 715:00, but not reproduced during product evaluation. The root cause of this condition was assigned to a defective pump head module on channel a. The pump head module on channel a was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Failure code 715:00 indicates communication problems between the pump module and the user interface module. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of a channel a failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the "cath lab". According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. The user interface module software version of this device is currently unknown. No additional information is available.